Event description:
It was reported that it was difficult to get the water in and out of the foley catheter balloon. It was stated that the event happened during the pretest and no problem was observed in the catheter during inflation. The inflation funnel was found to be swelled and there was no abnormality on the shaft. It was also stated that usually the balloon could be inflated within 10 seconds.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause was required as the reported event was unconfirmed. A device history record review was not required since the reported failure was unconfirmed, however, one was completed prior to the confirmation. As the reported event was unconfirmed a labeling review was not required. Correction: d, g h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that it was difficult to get the water in and out of the foley catheter balloon. It was stated that the event happened during the pretest and no problem was observed in the catheter during inflation. The inflation funnel was found to be swelled and there was no abnormality on the shaft. It was also stated that usually the balloon could be inflated within 10 seconds.